Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00228.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the first fiber quickly quit firing at 110,000 joules, after it looked like it had hit a prostate stone. A second fiber was used and after only less than 1,000 joules it expended energy and the exact same thing happened. The customer could clearly see the aiming beam at the end of the fibers and so there was no deflection of energy. They used a third fiber to complete the case without clinical consequences to the patient. This event is for the first fiber used.